Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of perforation is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported material rupture; however, factors that may contribute to material ruptures include, but are not limited to, material damage, interactions with other devices or interaction with lesion calcification and tortuosity. Additionally, the reported perforation and treatment appear to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10, h3: stent was implanted, device not available for evaluation

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: after the deployment balloon ruptured, additional unplanned post-dilatation was required to fully implant the stent. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right circumflex artery. The 3.00x15mm xience sierra stent system was advanced to the lesion and during balloon inflation to deploy the stent, the balloon ruptured at 12 atmospheres, resulting in a perforation of the ramus artery. The perforation was treated with implantation of a covered stent. Post procedure, the patient was in stable condition. No additional information was provided.